Event description:
It was reported that the patient was diagnosed by the paramedics with blood glucose (bg) values that dropped to 35 mg/dl. The patient became unresponsive and fell into a coma. For treatment, the patient was given glucose. The pod was worn between 24 and 36 hours on the arm. The patient was discharged after 45 minutes. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ambulance visit, coma, loss of consciousness and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.